Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported close door message. The reported symptom was confirmed and reproduced. Evaluation found when a set was loaded and the door closed, the pump displayed "open door, reload set, system error 322." This is all part of an ec322 sequence. The upper latch switch was identified as the failing component. The upper auxiliary was replaced to correct this condition. The software was upgraded per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump did not recognize a closed door. It was also reported there was no patient involvement.